Manufacturer narrative:
The returned sample was analyzed under magnification. No bevel defects detected. The visual analysis revealed that the catheter tube showed folding in two points, respectively at 3.80 mm and 7.54 mm distance from the hub. The z-fold shape (i.e. Two folds in an opposite sense) observed in the sample is compatible with an improper insertion of the device. As explained in the product instruction for use (IFU). In conclusion the failure investigation identified a potential improper use of the device as potential root cause of the complaint. No product information has been received to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Event description:
It was reported that when attempting to insert the catheter in the patient, the customer found a bend which prevented it from being advance any further. No patient injury was reported.